Event description:
Physician reported left side rupture, simple cyst, and silicone infiltration within the left axillary lymph node. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, silicone infiltration within the left axillary lymph node.

Manufacturer narrative:
Photo analysis visual analysis of the photographs identified: rupture : observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Cyst : unable to observe since it is a medical event and is not related to the device. Silicone migration : unable to observe since it is a medical event and is not related to the device. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
The device has been explanted.